Event description:
Reportedly, during auto threshold test no egm was displayed. The whole egm only appeared at the end of the test.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received ( 28 june 2024). - analysis of the provided expertise files revealed that the observed issue resulted from an inappropriate management of egm channel selection by the subject smarttouch tablet. - as a result, egm v source was selected in both channels of the rvat test, leading to a conflict which prevented the signal to be updated in real time during the test and thus explaining the observed display issue. - it should be noted that this software issue is specific to sr models interrogated by programmers using ble communication. - a correction of this issue is currently being contemplated in order to prevent recurrence of such issue.